Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical medfusion pump for an epinephrine infusion, an error alarm was noted. Subsequently, pump was changed, and infusion was resumed. No patient consequences were reported. No adverse effects were reported.